Event description:
On (B)(6) 2013 it was reported that when the handheld is unplugged from the charger, the battery depletes quickly and will not hold a charge. The handheld was returned for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013 product analysis was completed on the handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was also completed on the flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.